Event description:
The customer reported low results for the quality control samples for mch (mean cell hemoglobin) and mchc (mean cell hemoglobin concentration) when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse determined the hemoglobin test results were recovering about 0.4 to 0.6 g/dl lower than the other two unicel dxh 800 coulter cellular analysis systems in the laboratory for patient samples. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(6) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered a white hazy buildup on the hemoglobin chamber attributing to the low hemoglobin recovery. The fse replaced the hemoglobin chamber resolving the reported issue. The instrument was verified by running controls and reproducibility making comparison with the other unicel dxh 800 coulter cellular analysis systems at the customer's facility.